Manufacturer narrative:
Though requested, additional pt info was not provided.

Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred. The pt was manually ventilated and then transferred to another ventilator. There were no adverse pt effects reported.